Event description:
It was reported to medtronic neurosurgery that during the implantation surgery the doctor found the valve to be leaking. They then used a new valve to finish the surgery. It was also reported that there was no injury to the pt.

Manufacturer narrative:
The valve was patent. It met requirements for the siphon and reflux testings. It, however, did not meet requirements for the preimplantation and leakage testings. It also did not meet all of the requirements for the pressure-flow testings. A crack in the plastic casing of the delta chamber was observed. It is unk how or when this damage occurred. A review of the mfg records showed no anomalies. All valves are 100% tested at the time of manufacture.